Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was 300 mg/dl at the time of incident and feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. It was also reported that the drive support cap was normal and customer was advised to perform displacement test and test was passed. The insulin pump will not be returned for analysis.